Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 37mg/dl which was treated with food. Customer¿s current blood glucose was 130mg/dl. Troubleshoot was performed and the drive support cap appears normal. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime-test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08725 inches. Unit received with minor scratched display window and case.